Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 052 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 09/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during investigation, a review of the pump black box showed a call service 052 had occurred. A visual inspection showed a battery compartment crack. There was corrosion in the battery compartment. A leak test was performed and a leak was found in the battery compartment. Further testing was not able to be performed due to the recurring alarm. The pump was opened and moisture was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.